Manufacturer narrative:
E1: (B)(6). G4: PMA/510(k) #: exempt. H8: usage of device: not used. Investigation ¿ evaluation. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. Functional tests and visual inspection of the returned complaint device was also conducted. One ncircle tipless stone extractor was returned for investigation in an open package with label. Visual exam notes the support sheath is severed 1 mm past the male luer lock adapter. Approximately 8 cm of the coil assembly is exposed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found that 3 devices from the lot did not pass quality control inspections; however, the affected products were scrapped prior to release from cook. A complaint history database search showed no other related complaints associated with the failure mode for the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device did not provide any information related to the reported issue. Based upon the available information, inspection of the returned device which was observed to have severed support sheath, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the ncircle tipless stone extractor was damage-broken prior to an unspecified procedure. The issue was found when the package was opened. The procedure was completed by using another same-type device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The device did not make patient contact. The complaint was originally not reportable due to lack of information. However, complaint become reportable following device evaluation and investigation completion.